Event description:
On (B)(6) 2013, a doctor reported a replant implant fractured upon insertion. The implant was removed and a new implant was implanted with no incident. Note: explant date and implant date that the doctor gave are not possible. The year should be 2013 on the explant date instead of 2012 since it was fractured upon insertion and replaced the same day.